Event description:
The device failed to discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The device failed to discharge during use. No adverse pt impact was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.